Manufacturer narrative:
Review of the system run data found the potential false positive results were related to abnormal pcr growth curves. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update to better identify the thermal sensor errors and a new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves have been launched. Consignees have been notified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results generated for 3 patient samples using the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system compared to retests. Two patient samples tested sars-cov-2 and flu b positive, flu a negative in the initial test. Retest of the original samples and recollected samples generated negative results for all 3 targets (sars-cov-2, flu a and flu b). The 3rd patient sample generated a sars-cov-2 negative, flu a positive and flu b positive result in the initial test. Retest of the original sample a different cobas liat system generated a negative result for all 3 targets. Review of the data provided by the customer identified 6 other runs with potential false positive results. No harm is alleged. An investigation was completed. Nine (9) mdrs will be filed.